Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. In addition, it was reported that air bubbles were observed in the tubing. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.